Event description:
A 27 year old female with aplastic anemia experienced a transfusion reaction while receiving a pc transfusion with the device. The reaction consisted of general edema, dyspnea, slight stridor, cough, cyanosis and hypotension (110mmhg to 80mmhg). The pt has received pc transfusions for more than 10 years and has a reaction history, which she would experience urticaria and itching, but would recover with administration of steroids.